Event description:
The customer was contacted by abbott as a follow up for failed calibrations for the axsym rubella igg assay. The customer stated calibrations with old and new calibrators with two different reagent lots were unsuccessful, even after troubleshooting with abbott field service representative (fsr) the customer centrifuged the calibrators and successful calibration was achieved. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.